Event description:
Additional information was received from the neurologist's office indicating that the relationship of the vns to the sleep apnea does not appear to have been clearly documented. Diagnostics taken on (B)(6) 2011, were normal as per the physician. No further information was provided by the site.

Event description:
It was reported via clinic notes received that the patient has sleep apnea and uses a CPAP. The vns is noted as being "quite effective in controlling his convulsive seizures." The patient's absence seizures have never been fully controlled. A note indicates the patient's absence seizures were "quite active on prom night" but otherwise the patient has brief seizures most days. Last known diagnostics were taken on (B)(6) 2009. No device issues have been alleged. Attempts for additional information have been unsuccessful to date.